Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 250mg/dl and 85mg/dl at the end of the call. During troubleshooting, the customer indicated that they have had numerous bent cannulas. Customer also indicated that the insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer wanted to check the pump programming and troubleshooting found that the pump was functioning as designed. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.